Event description:
It was reported that measurements for impedance, thresholds, and sensing were incorrect after cautery was done. The impedance decreased, thresholds increased, and p-waves were no longer sensed. Changed programmers and the same thing happened. The report also states "patient went 'flat line' for a time".

Event description:
It was reported that measurements for impedance, thresholds, and sensing were incorrect after cautery was done. The impedance decreased, thresholds increased, and p-waves were no longer sensed. Changed programmers and the same thing happened. The report also states "patient went 'flat line' for a time." No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: analysis found no fault with either the programmer or the analyzer. The programmer was received with the keyboard cover missing. Numerous tests and simulations were performed. It was determined that the programmer was not implicated in the event. However, the analyzer was more susceptible to malfunction when cautery was introduced within 15cm of the cardiac lead system. Recommendations were provided to the user-facility. The manual for the analyzer includes warnings not to use cautery near pacing leads. Other: it was reported that measurements for impedance, thresholds, and sensing were incorrect after cautery was done. The impedance decreased, thresholds increased, and p-waves were no longer sensed. Changed programmers and the same thing happened. The report also states "patient went 'flat line' for a time." No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination device performed according to specifications operational context contributed to event measurements, inaccurate cautery resistance, loss of sensitivity high threshold.